Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper switch unresponsive was confirmed. On 21-march-2025, pcu was received unboxed and with paperwork. Unit fails asm functional testing due to tamper switch not working. Tamper switch not responding to asm keypad test. Continuity testing verifies tamper switch is working. Reseated the tamper switch connector to the sio board. Performed asm again, keypad test passes. Root cause - tamper switch connector not making good contact to sio board. Unit will be re-tested by bd san diego repair center, then routed through their normal processes. ¿ failure investigation report attached in salesforce this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive tamper switch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive tamper switch. There was no patient involvement.